Manufacturer narrative:
Sc-1132 (sn (B)(6)), sc-9208-15 (sn (B)(6)), sc-9208-15 (sn (B)(6)). Investigation results: the ipg and lead adapters were not returned for analysis; therefore, a technical analysis could not be performed. The explanted devices were discarded by the medical facility. Device history record: it was confirmed these devices met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was conducted and determined that the reported event is a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation (scs). The event is consistent with risks disclosed in the device labeling. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief despite optimizing the program. The patient underwent an scs system explant procedure. The explanted devices were not returned as they were discarded by the medical facility. Additional information was received that the boston scientific representative was not present during the explant procedure and unable to provide post-operative details.

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief despite optimizing the program. The patient underwent an scs system explant procedure. The explanted devices were not returned as they were discarded by the medical facility. Additional information was received that the boston scientific representative was not present during the explant procedure and unable to provide post-operative details.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15, serial: (B)(6), batch: 7019789, UDI: (B)(4). Product family: scs-adapters, upn: m365sc9208150, model: sc-9208-15 serial: (B)(6), batch: 7019026, UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulator (scs) device was not providing adequate pain relief despite optimizing the program. The patient underwent an scs system explant procedure. The explanted devices were not returned as they were discarded by the medical facility.